Event description:
It was reported in acta neurochirurugica that the patient underwent successful angioplasty and stent placement to treat stenosis in the mid basilar artery. At routine follow-up nine months post procedure, the patient was neurologically intact and angiography revealed no evidence of the stenosis. However, the stent appeared to have migrated and there was de novo aneurysm present in the mid basilar artery at the level of the proximal tines of the stent. The aneurysm was treated with stent assisted coil embolization and the patient was discharged neurologically intact the following day.

Event description:
It was reported in acta neurochirurgica that the patient underwent successful angioplasty and stent placement to treat stenosis in the mid basilar artery. At routine follow-up nine months post procedure, the patient was neurologically intact and angiography revealed no evidence of the stenosis. However, the stent appeared to have migrated and there was de novo aneurysm present in the mid basilar artery at the level of the proximal tines of the stent. The aneurysm was treated with stent assisted coil embolization and the patient was discharged neurologically intact the following day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the labeling found that the reported events are documented in the directions for use (dfu). Aneurysm formation is a known and anticipated complication to these types of procedures and is listed as such in the dfu. Therefore it was determined that this reported event was an anticipated procedural complication. The cause for the reported stent migration could not be definitively determined. From the information available, it can only be concluded that some anatomical factor caused or contributed to the migration of stent, as the subject device was successfully placed and the migration was noted in follow up. Therefore, it is most probable that this was due to operational context.